Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient stated ¿mine don¿t work worth a ¿¿ (reporter trailed off). Additional information has been requested to find out more information regarding this event; if any intervention or troubleshooting was required and the outcome of the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stim was not covering the pain for which it was implanted. The patient was not getting good stim. The patient stated the stim was working fine in 2013 but then it stopped covering the pain and saw was not doing much. The patient went to see a doctor (B)(6) 2015 but it did not say in the notes when the patient started to notice the stim was not covering the pain. The caller had a note from the doctor he went to (B)(6) 2014, and based on the note, the patient stated the pain level fluctuated from six out of ten and then sometimes nine out of ten. The patient stated the pain was relieved by lying down but was provoked by bending, standing, sitting, walking, stretching and any physical activity. The patient reported the stim worked fine after implant but then it stopped working as far as it was no longer covering the pain. The caller was redirected to the patient's healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a loss of therapeutic effect. The patient stated, ¿it just seems like the relief I received it¿s almost nil. I still have the same pulsating feeling but it¿s not doing anything.¿ the patient had increased it but noted that if he got too high it was uncomfortable. The patient stated the event occurred five to six months prior to 2014-12-02. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.